Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 during the drain stage, where the home patient had disconnected to use the restroom and when they reconnected, the homechoice started alarming. Improperly disconnecting is a use error that may cause a system error 2240 and/or and contamination. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during drain two of four. Troubleshooting revealed that a home patient (hp) disconnected from the device without stopping therapy. The hp then proceeded to reconnect to the device. A technical service representative (tsr) helped end therapy and reviewed proper procedures with the hp. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.